Event description:
While being used on a patient, the device showed intermittent ECG lead fault. There was no harm to patient. However, a ECG lead fault would prevent monitoring and therapy from being delivered.